Event description:
It was reported via repair work order that there was a loss of motor controls due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation found that the motor controls were still functional from both siderails; it was only the footboard that experienced the lost of motor controls. Therefore, the bed could still be positioned to its low, flat height if medical intervention was to become required. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that there was a loss of motor controls due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.